Event description:
Additional information was received 28nov2024. The sheath automatically detached during the advancement. However, there was no difficulty in advancement of the black sheath. The dilator was in place when the black sheath was introduced. The patient did not have any tortuous anatomy

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6: annex a investigation ¿ evaluation it was reported that the flexor sheath included in the rosch-uchida transjugular liver access set was found to be broken during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 47-year-old female patient. The sheath automatically detached during the advancement. However, there was no difficulty in advancement of the black sheath. The dilator was in place when the black sheath was introduced. The procedure was successfully completed by using a new like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient did not have any tortuous anatomy. Reviews of the documentation, including the complaint history, device history record, manufacturing instructions and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used sheath was returned for evaluation with the sidearm detached. The flare of the sheath remained inside the cap and hub of the side arm. It appeared to be a material separation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported complaint device lot and the related subassembly lots revealed no related nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of dmr, DHR, and device evaluation, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexor sheath included in the rosch-uchida transjugular liver access set was found to be broken during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 47-year-old female patient. The procedure was successfully completed by using a new like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
E1- customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.